Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this investigation. The patient was implanted with heartmate 3 left ventricular assist system (lvas), serial number (B)(4), on (B)(6) 2022. On (B)(6) 2022, the patient developed major bleeding in the mediastinum, resulting in surgical intervention. The patient¿s international normalized ratio was noted to be 1.0 at the time of the event and the patient was on heparin. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(4). Additional information regarding the event was requested from the account; however, the hospital will not be providing any further information at this time. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. A, contains the following information: section 1 lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with heartmate 3 left ventricular assist system (lvas) on (B)(6) 2022. On (B)(6) 2022, the patient developed major bleeding in the mediastinum, resulting in surgical intervention. The patient¿s international normalized ratio was noted to be 1.0 at the time of the event and the patient was on heparin. The patient was transfused red cell concentrate.